Event description:
Tampons have loose fibers [device physical property issue]. Tampon fibers fall off [device breakage]. Case description: consumer reported via phone that his/her girlfriend's tampons had loose fibers. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.